Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's garment was reportedly tight and had cut into the patient's skin, causing an open wound. The patient's home health nurse treated the wound. The patient did not seek further medical attention. It was reported that the patient's wound healed.